Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information revealed the infection resolved without sequelae following at-home IV therapy.

Manufacturer narrative:
No further information provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The heartmate 3 left ventricular assist system (lvas) was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23aug2017. The gtin unique device identifier for the commercial heartmate 3 lvas is (B)(6). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was admitted on (B)(6) 2020 due to left ankle hardware exposure. Blood cultures were obtained on (B)(6) 2020 and resulted methicillin resistant staphylococcus epidermis. The patient was treated with vancomycin, cefepime and metronidazole. The patient underwent a operation, incision, drainage, and wound vac placement on the left ankle on (B)(6) 2020. The site presumed lvad endocarditis in the setting of coagulase-negative staphylococci bacteremia. No further information was reported.